Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by abdominal pain and nausea. The cause was unknown. Twelve days after the event onset, the patient was hospitalized for the events. On the same day as the event onset, the patient was treated with amikacin injection (100mg, ongoing), ceftazidime injection (1gm, discontinued), heparin injection (1000iu, ongoing) and fluconazole tab (150mg on alternate days, ongoing) for peritonitis. On an unknown date, the patient was treated with amipicillin injection (250mg per bag, intraperitoneal) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.